Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the blue reload during this reported event for failure analysis investigations. The sure form 60 stapler instrument logs show (part number 480460-09), (lot number k17230420-0040), was installed on the system 10x and fired 10 reloads (8 blue, followed by 2 white). On installs 1-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 9 and 10, the first clamp was successful and the firings were each completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. .

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tissue push out event occurred with a blue reload with a sureform 60 stapler instrument on stomach tissue. There was three prior successful staple fires before the event. The stapler clamped, the firing sequence started without any error or concern, and then the stomach tissue started to drag. Once the blue reload was unclamped no staples had formed along the gastric pouch, leaving a hole. The same sureform 60 stapler instrument was used with a new reload to repair the defect. The stapler was able to reach alongside the gastric pouch remnant, but it required resection of the upper pole segment of the stomach. The staples were described as malformed "b's", one side of the "b" was open, and the other side was straight. The blue reloads blade was fired. The surgeon reinforced the stomach repair with suture along the two staple lines, which passed the air leak test. The surgeon confirms that this particular reload did staple across a prior staple line, and it was noted this is how it is done "thousands of times without any error". There was no additional bleeding due to the event. The patient recovered well without any complications and was discharged home the next day, the surgeon continued to see the patient in the clinic with no further complications. The procedure was completed robotically.